Event description:
It was reported that upon opening the package in the ICU, the swg was found "angled". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).